Manufacturer narrative:
The insulin pump was unable to perform operating currents due to no button response. The pump was unable to verify battery out limit alarm due to no button response. The pump was received no button response due to lcd unlock keypad connector. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating battery out limits and a button error on the insulin pump. The customer's blood glucose was 385 mg/dl. The customer's mother stated that her daughter's pump has a battery out limit and the act button is not responding properly. The mother stated that the pump alarmed during normal use. The mother stated that they were unable to clear the alarm because of the keypad anomaly. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.